Event description:
Eight days after the stent was implanted, pt experienced 2 tia's which required hospitalization for 3 days. Pt is currently taking aspirin, plavix and coumadin to keep their blood thin. Pt is also taking other medications.